Event description:
Customer reported a past high blood glucose event with the level displayed as "high," but the specific value was unknown. Cause was not known. The customer required assistance to change the infusion set and cartridge to address the bg. The customer declined further assistance.